Event description:
An 87 yr old pacemaker dependent, with history of complete heart block with pacemaker insertion in 1977, was replaced with medtronic pacemaker & medtronic lead in 1980. Generator replaced in 1996. Admitted because of syncope episode with noncapture of pacemaker. Heart rate in 30-40's. A temporary transvenous pacemaker was placed on the 25th and he was taken to or on the 26th for replacement of ventricular lead. Post op pacemaker functioning well.